Manufacturer narrative:
Sections with additional information as of 23-nov-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low and high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of 91 and 359 mg/dl. The customer¿s expected pm fasting blood glucose test result range is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/29/2024 and open vial date is one month ago. The meter memory was reviewed for previous test result history: result 1: 68 mg/dl date: 9/23 time: 9:24pm fasting. Result 2: 112 mg/dl date: 9/23 time: 3:21pm fasting. Result 3: 76 mg/dl date: 9/23 time : 3:13pm fasting. Result 4: 91 mg/dl date: 9/19 time: 10:05pm non-fasting. Result 5: 359 mg/dl date: 9/19 time : 9:34pm fasting.